Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).

Event description:
Coiling treatment of a p-comm aneurysm. It was reported post coiling procedure, a coil tail was observed outside of the aneurysm. The patient was administered integrilin and no complications were reported as a result of the event.